Manufacturer narrative:
Visual analysis of the returned rx cytology brush found that the catheter was kinked from the distal end of the strain relief and had been flattened or stretched. The pull wire was not present inside the handle and was pulled out of the handle spool. The wire was extended out of the distal sheath and the exposed section of the wire had been bent and kinked. When wire was removed from the sheath, it was found that the wire had been bent from the handle cannula. The tip of the brush was missing and was not returned. The condition of the distal tip of the wire was consistent with the wire having been cut. The complaint was confirmed; the returned device condition indicates the device was subject to force that caused the handle cannula to pull out of the handle spool, and the condition of the distal end of the brush wire indicates it was most likely cut by the user. Therefore, the most probable root cause classification for the reported failure is handling damage. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was opened for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the brush detached from the rest of the device. The procedure was completed with another cellebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was opened for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the brush detached from the rest of the device. The procedure was completed with another cellebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.